Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number:1627487-2022-02923. It was reported that the patient's left occipital lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was repositioned with no complications. It is unknown which lead had migrated so both are being reported.